Event description:
Nurse removed the patient's nasogastric tube and the weighted tip was not on the end. The nasogastric tube did not have resistance when removed. The patient coughed after the removal and stated, "I feel like there is something in my throat." Nurse examined the nasogastric tube and the weighted tip was not present. The tube appeared to be frayed where it was broken. The patient was monitored appropriately and was never in respiratory distress, though imaging indicated the tip to be in the bronchus, requiring a bronchoscopy to remove.